Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 256 mg/dl at the time of the incident. The customer reported that his button are not responding. The customer stated that he need to bolus and when he press act and it was got to main menu and not able to go down and press esc. The customer declined troubleshooting on high blood glucose as the customer he knows its high as he had over treated for a infection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received intermittent button response due to corroded keypad traces. Inspected connector on lcd and no unlock keypad connector. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address number label.